Event description:
It was reported that the patient required transport to the hospital via ambulance, due to hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 60 mg/dl. The patient stated that they incorrectly entered 1.5 units of basal insulin instead of 0.5 units which resulted in excess delivery of insulin. Details regarding treatment were not reported. It was noted that at the time of the call, the patient¿s blood glucose level had stabilized and was reported to be 92 mg/dl. The patient stated that at the time this event was reported ((B)(6) 2026), they were still in the hospital and would not be released until their endocrinologist was able to review and adjust their controller settings.

Manufacturer narrative:
Physical device was not received for analysis. Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the cloud data found that the controller serial number reported in the complaint was first setup on (B)(6) 2026 and was setup with a manual basal program of 1.5 u per hour for 24 hours. The controller was used with this basal program through the date of occurrence ((B)(6) 2026). The patient history buffer (phb) data showed that for the period of (B)(6) 2026, the days leading up to the date of occurrence, the system was used only in manual mode and no sensor was active and paired to the pods. The phb data showed that the system was correctly delivering the user's manual basal program during this period. Additional review of the user's data in the cloud found that the previous controller used, serial number (B)(6), was last used on (B)(6) 2026 with a manual basal program of 0.7 u per hour for 00:00-03:00, 0.75 u per hour for 03:00-06:00, 1 u per hour for 06:00-15:00, 1.3 u per hour for 15:00-19:00, 1.2 u per hour for 19:00-22:00, and 1.1 u per hour for 22:00-24:00. Without log files, it could not be determined if the change in basal program from the previous controller to the new controller was intentionally or correctly programmed. The exact cause of the reported incorrect basal program settings could not be determined from the available cloud data. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.